Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during inspection at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported run-on was not duplicated during evaluation by a manufacturer service technician. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance, and returned to the user facility.

Event description:
It was reported that during inspection at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.